Event description:
It was reported that the wireless recharger kit for a deep brain stimulation implantable pulse generator was damaged or lost, and there were concerns that the deep brain stimulation was not as effective as it had been previously. The patient had to charge the device more often, and there was a possibility that the battery was losing efficiency. The patient representative monitored the charging process and ensured the recharger stayed in place. The issue reportedly began several months prior. The patient representative contacted support to request a replacement wireless recharger kit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.